Manufacturer narrative:
Conmed did not receive the suspect device in time to report the evaluation findings. Conmed will file a follow-up report within 30 calendar days to report the evaluation results.

Event description:
The pt was in the operating room for and "I and d" of post operating breast wound infection, wound vacuum application, and debridement of breast wound. An extended bovie tip was used and it was a 6" coated tip. A defect occurred in the tip as it was being used. The pt's skin of right breast burned during use. Device was removed from service, a new device was obtained and the procedure was completed.